Event description:
It was reported that during a lap cholecystectomy procedure, the device would not release. It is unk how many clips were fired. They pulled back on the firing trigger and the jaws released. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Broken jaw. Eval summary: the analysis results found that the device was returned with the jaw ramp broken. The device was cycled and malformed the remaining clips due to the returned condition. The mfg records were reviewed and no anomalies were found during the mfg process.